Event description:
This event was reported as tricuspid regurgitation; insufficiency was also noted, possibly due to a pacemaker wire that extended through the valve and adhered to one papillary muscle, inhibiting the closure of the valve.